Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information as received that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements that have not reached 153 ohms. Boston scientific technical services (ts) suggested delivering a 41 joule shock to determine the difference between the measured versus delivered shock impedances. Ts further discussed that gradual increases in shock impedance can indicate calcification or scar tissue. The medical personnel would discuss the recommendations with the physician. The field representative is attempting to obtain further information from the clinic. The crt-d and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements of 125 ohm and 127 ohms for the single coil right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was consulted and review of the data found that the rise in impedance had been gradual. Ts discussed the options of raising the remote home monitoring alert to 150 ohms. The patient was brought into the clinic where the high out of range shock impedance measurement was also observed. The clinic opted to raise the remote interrogation alert and continue to monitor the patient. At this time the rv lead and crt-d remain in service and no adverse patient effects were reported.